Event description:
It was reported that PICC inserted (B)(6). No problems with insertion. Inserted to 43 cm, but leaking noted around insertion site. While flushing on (B)(6), upon removal a hole in PICC was noted at the 40 cm mark.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of rewd0335 showed no other similar product complaint(s) from this lot number.